Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was an obstruction of the phacoemulsification tip during a cataract procedure. The phacoemulsification tip was replaced and the procedure was completed with no consequence to the patient. The complaint sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot specific to this event was not known; therefore, the lot history and device history record reviews were not possible. The customer did not retain a sample for this complaint report therefore a visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
A review of the device history record indicated the order was built to specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).

Event description:
The obstruction was resolved by replacing the cassette.